Manufacturer narrative:
Reported event was confirmed by review of office visit notes. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: nexgen femoral component, cat#: 00595601401 lot#: 63438779 nexgen stemmed nonaugmentable tibial component, cat#: 00598603701 lot#: 63130116 nexgen all poly patella, cat#: 00597206529 lot#: 63518705. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered flexion contracture six month following left knee arthroplasty.